Manufacturer narrative:
(B)(4) for the reported event: sheath torn/split. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator medium oval snare was used during an endoscopic mucosal resection (emr) procedure on (B)(4) 2013. According to the complainant, when the physician attempted to manipulate the snare inside the patient, the sheath tore exposing the wire near the handle section of the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device found damaged of the catheter near to the strain relief. The catheter was torn at the proximal area causing the wire to be exposed. The wire was also noted to be kinked. The catheter presents one bend and there was two sections of the catheter that were torn. The complaint was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator medium oval snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, when the physician attempted to manipulate the snare inside the patient, the sheath tore exposing the wire near the handle section of the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.